Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7090294 / 7091700.

Event description:
It was reported that the patient was experiencing inadequate and undesired stimulation. The patient underwent an explant procedure. The explanted devices were not returned as they were disposed by the facility.